Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that for a pulmonary vein isolation (pvi) procedure to treat an atrial fibrillation, a farawave catheter was selected for use. During the procedure, the catheter was positioned in the left atrium and connected to the hep saline drip. As the physician was waiting for the mapper to configure the image, it was noticed that there was fluid dripping from the distal end of the farawave catheter handle. The physician stopped and turned the handle to take a closer look, and it was noted that an excessive amount of fluid poured out from the knob slider window in the handle. No applications had been applied. Approximately 250 ml of hep saline remained in the 500 ml bag. The procedure was stopped and catheter was removed. The device was replaced, and the procedure was completed successfully. No patient complications were reported. No air was noted in the device or in the patient. There was no obvious issue noted during prep of the catheter and the catheter was noted to have been flushed appropriately by the nurse. The device is expected to be returned for laboratory analysis.

Manufacturer narrative:
Device evaluated by MFR.: upon receipt at boston scientific's post market laboratory, the farawave catheter was visually inspected. Visual inspection noted that the strain relief was found to be partially detached from the luer. With the help of an ultraviolet (uv) light, separation between the strain relief/luer could be seen. The reported event was confirmed. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that for a pulmonary vein isolation (pvi) procedure to treat an atrial fibrillation, a farawave catheter was selected for use. During the procedure, the catheter was positioned in the left atrium and connected to the hep saline drip. As the physician was waiting for the mapper to configure the image, it was noticed that there was fluid dripping from the distal end of the farawave catheter handle. The physician stopped and turned the handle to take a closer look, and it was noted that an excessive amount of fluid poured out from the knob slider window in the handle. No applications had been applied. Approximately 250 ml of hep saline remained in the 500 ml bag. The procedure was stopped and catheter was removed. The device was replaced, and the procedure was completed successfully. No patient complications were reported. No air was noted in the device or in the patient. There was no obvious issue noted during prep of the catheter and the catheter was noted to have been flushed appropriately by the nurse. The device was returned for laboratory analysis.